Event description:
The account alleges the composer interface board had fluid ingress. This caused a voltage back feed to the nurse call station. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.